Event description:
It was reported that the helix was possibly over torqued during repositioning and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event products: 1055k left ventricular (lv) lead, implant: 2002 (B)(6); 1388t right atrial (ra) lead, implant: 2002 (B)(6); 1581 right ventricular (rv) lead, implant: 2002 (B)(6). (B)(4).